Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump that displayed the alarm f38 was confirmed. Service determined that the cause was due to defective force sensing resistors (fsrs), which were replaced to resolve the issue.

Event description:
It was reported that a flo-gard infusion pump displayed alarm f38. There was no patient involved, and no medical injury or adverse event reported.